Event description:
When contacted for follow up information on the event, the healthcare professional (hcp) reported that they have had no recent contact with the patient. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had not used their implantable neurostimulator (ins) for 2 years due to "some broken wires". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 37711 lot# serial# (B)(4), implanted: 2007 (B)(6), product type implantable neurostimulator. (B)(4).